Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: what did not work properly on the second firing? Device locked out before cutting tissue, staples deployed did not form/did not cause any harm to tissue did the device deliver any staples? Yes. If yes, were the staples formed properly? No. If yes, was the staple line complete? No. Did the device cut? No. Was buttressing material utilized? No. Were any of the forces higher or lower than expected (closing or opening)? No. What did not work properly on the second firing? Device locked out before cutting tissue, staples deployed did not form/did not cause any harm to tissue. Did the device deliver any staples? Yes. If yes, were the staples formed properly? No. If yes, was the staple line complete? No. Did the device cut? No. Was buttressing material utilized? No. Were any of the forces higher or lower than expected (closing or opening)? No.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure; the device fired the first time and did not work properly on the second firing with the black cartridge. The procedure was completed using same like device. No adverse patient consequences were reported.

Manufacturer narrative:
(B)(4). Additional information: sled movement. The analysis found that one ple60a device was returned in good visual condition and with the manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. An ecr60t cartridge reload was received partially fired 1/16 and loaded in the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward ejecting the most proximal staples and locking the cartridge. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing.